Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported constant downstream occlusion which was reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. Visual inspection found the cause was an out of adjustment downstream sensor. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.